Event description:
It was reported that an ilet user experienced an unresponsive pump screen, preventing device unlocking and normal operation; a restart via the ilet app did not resolve the issue, and the user observed a possible small crack on the screen. Symptoms included no reported clinical effects. Outcomes included replacement of the device and instructions to continue glucose monitoring with dexcom g7 while awaiting the replacement. Investigation included remote troubleshooting and user education. Investigation of this case revealed a screen/display malfunction with suspected physical damage to the screen, resulting in failure of the user interface to respond. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction potentially associated with physical damage.